Event description:
Online legal news source article indicated that decedent experienced hypotension, weakness and dizziness for several months during treatment on unknown dates after the use of the product. Then experienced a cerebrovascular event and subsequently expired on an unknown date.

Manufacturer narrative:
This events are reported on the same patient involving two separate products and associated MDR #1225714-2014-00929 and 1225714-2014-00930.